Manufacturer narrative:
The ventilator was investigated on site by our service technician. It was reported that the ventilator failed the internal leakage test in pre-use check. The safety valve pull magnet was replaced which solved the issue. The ventilator was tested several times with successful results and was returned for clinical use. The pull magnet was not returned for investigation, ventilator logs are available for investigation. The logs can confirm the problem with internal leakage. A faulty safety valve pull magnet can lead to leakage in the system if it's open when it should be closed. According to the complaint the issue was resolved after replacing the safety valve pull magnet. The conclusion in this matter is that the event was caused by a faulty safety valve pull magnet, since no parts was returned for investigation the root cause cannot be determined.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).